Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 488-599 mg/dl at time of event. Elevated blood glucose was addressed with a bolus from the pump. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 400 mg/dl at time of follow up.